Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant inr result of 4.2 on a patient. There was no additional patient information available at the time of this report. Return product is available for investigation. Method, date, result (units). I-stat, (B)(6) 2023, 4.2. Lab, (B)(6) 2023, 0.9. Pt/inr - intended use: the I-stat pt, a prothrombin time test, is useful for monitoring patients receiving oral anticoagulation therapy such as coumadin ® or warfarin. The customer reports that the patient is not on oral anticoagulant (coumadin or warfarin) therapy. As per prothrombin time, pt/inr IFU art: 715236-00s. The customer was advised of off label use and the intended use for the I-stat pt/inr. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 29-mar-2023. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.